Event description:
The patient stated that, as she was setting up her back up infusion device for use, it would not complete a prime. The prime would start, but it would stop immediately. She reported that no errors or alerts were displayed on the infusion device. She was using a new insulin cartridge at the time. During troubleshooting with a company representative, she replaced the power pack and initiated a prime. The prime again stopped immediately. She replaced the infusion set tubing and again initiated a prime. The prime once again stopped immediately with no accompanying error or alert displayed on the infusion device. She transitioned to her primary infusion device to manage her blood glucose. She did not report any blood glucose concerns. She was shipped a replacement infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.